Manufacturer narrative:
Based on the current information provided, the cause for the conversion to open surgery cannot be determined. The initial reporter indicated that the conversion to open surgery was not associated with the reported failure mode of the prograsp forceps instrument. Isi has received the prograsp forceps instrument associated with this complaint and completed investigations. The instrument was found to have the main tube broken. No material was found missing. The cannula and white and grey cannula seal were still attached to the instrument. The root cause of a broken instrument main tube is typically attributed the user. The instrument was also found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist. The root cause of frayed - distal instrument grip cables is attributed to a component failure. Photographs provided by the customer of the prograsp forceps instrument have been reviewed. The photos show the main tube of the instrument broken. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. This complaint is being reported due to the following conclusion: during a da vinci-assisted benign hysterectomy procedure, the surgeon elected to convert the case to open surgery as a result of unspecified reasons unrelated to the issue with the prograsp forceps instrument which reportedly broke and could not be removed from the trocar. The cause for the conversion to open surgery is unknown.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, the prograsp forceps instrument broke and could not be removed from the trocar. The initial reporter indicated that an insertion axis not free to move message was observed. The site used the instrument release key (irk) to release the instrument from the sterile adapter; however, the instrument tip was now stuck on trocar. The surgical staff removed the cannula and prograsp forceps instrument together as one unit from the patient. The doctor commented that she did not think any fragments fell into the patient. The case was reportedly converted to open surgery for other unspecified reasons unrelated to the issue with the prograsp forceps instrument. Intuitive surgical, inc. (Isi) has attempted to obtain additional information. However, as of the date of this report, no further details have been received.